Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This report is filed due to a post-procedure mean mitral valve gradient of 6.5mmhg it was reported that a mitraclip procedure was performed on (B)(6) 2020. The patient presented with ischemic and chronic mixed mitral regurgitation (mr), an anterior leaflet 2 (a2) prolapse, primary jet a2p2, mitral annular calcification, and leaflet tethering. Mitraclip (cds0701-ntw 91107u187) was implanted at the a2p2 without a device deficiency. The mr had been reduced to grade 1+ and the mean mitral valve gradient was reported at 6.5mmhg. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of mitral stenosis and death as listed in the mitraclip system instructions for are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch filed additional information received: there was no treatment for the elevated pressure gradient as the subject was doing very well clinically.